Manufacturer narrative:
A getinge field service engineer fse, was dispatched to evaluate the iabp unit and the fse verified a tiny leak. Pressure drops 1 psi every 10 seconds on the external tank when the rescue cart is installed into the hospital cart. The fse troubleshot the issue and found the helium reservoir assembly caused the leak. The fse replaced the helium reservoir assembly and tested it. The unit is now holding pressure within the tolerance. The unit passed all checks and calibrations and is cleared for clinical use.

Event description:
N/a

Event description:
It was reported that during routine testing, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.